Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer has been having intermittent issu. Es with patients tested for elecsys vitamin d total ii (vitamin d ii) on a cobas 8000 e 602 module. The customer provided the vitamin d ii data for 9 patients of which 3 patient results were a reportable malfunction. Patient 1: initial vitamin d ii result was 88 ng/ml. On (B)(6) 2018 the vitamin d ii result was 57 ng/ml performing a manual 1:2 dilution and 48 ng/ml running the sample straight. The initial result of 88 ng/ml was reported outside of the laboratory but was later corrected to 48 ng/ml. Patient 2: initial vitamin d ii result was 82 ng/ml. On (B)(6) 2018 the vitamin d ii result was 70 ng/ml performing a manual 1:2 dilution and 52 ng/ml running the sample straight. The initial result of 82 ng/ml was reported outside of the laboratory and was deemed to be correct. The customer stated that they believed that this sample may have been subject to a pre-analytical condition that would have affected the repeat testing results. Patient 2 is a (B)(6) female with a date of birth of (B)(6). On (B)(6) 2018 patient 3 initial vitamin d ii result was 77 ng/ml. The sample was retested performing a manual 1:2 dilution with result of 37 ng/ml. The sample was also retested straight with a result of 28 ng/ml. The initial result of 77 ng/ml was released outside of the laboratory but was later corrected to 37 ng/ml. Patient 3 is a (B)(6) female with a date of birth of (B)(6). The vitamin d ii reagent lot was 27398601 with an expiration date of 30-jun-2018. There was no adverse event. Recommended maintenance procedures were performed on the instrument after the date of event. The investigation is currently ongoing.

Manufacturer narrative:
The unique identifier (UDI)# for vitamin d total ii is: (B)(4). The field engineering specialist performed adjustments on the water pressures, the gear pump, valves, probes, and mixers. He replaced the syringe seals, black o-rings, pinch valve tubing, and the reagent probe. He performed performance and precision testing with acceptable results. He decontaminated the system and performed precision testing using a pooled patient sample. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue a workaround has been provided to customers.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.